Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Section g3 was corrected to reflect the sample receive date of 22-nov-2022, for which the supplemental FDA report (follow up 1 medwatch # 02274) was created for.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after using a 6/7f mynx control vascular closure device (vcd), the patient's "limb was closed" and the ¿polyethylene glycol (peg)¿ needed to be retrieved from the femoral artery. During the procedure, during the 2 minutes of waiting, the inflation indicator was not stable but had slightly retracted. The physician suggested that this issue is related to balloon of the device which deflates faster when it goes in contact with rigid materials, and this does not allow the correct positioning of the ¿peg¿ on the wall of the artery. This was discovered three to four days after using the device. There were no problems during the preparation of the device. Contrast/imaging was not used to confirm balloon placement. After performing a doppler test and discovering that the patient's "limb was closed", the physician determined that she needed to reoperate on it urgently. The physician visually identified the presence of the polymer in the vessel. The doctor informed us that she retrieved the presence of the (peg) in the femoral artery via thromboendarterectomy (tea). The patient remains stable after this intervention. The mynx vcd was prepped according to the instructions for use (IFU). The physician was trained in the use of the mynx vcd. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was severe presence of pvd / calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. There were no multiple sheath exchanges. There was no procedural sheath greater than 7f that was used prior to introducing the mynx. The vessel was not less than 5mm. A sterile device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after using a 6f/7f mynx control vascular closure device (vcd), the patient's "limb was closed" and the ¿polyethylene glycol (peg)¿ needed to be retrieved from the femoral artery. This was discovered three to four days after using the device. During the procedure, during the 2 minutes of waiting, the inflation indicator was not stable but had slightly retracted. The physician suggested that this issue is related to balloon of the device which deflates faster when it goes in contact with rigid materials, and this does not allow the correct positioning of the ¿peg¿ on the wall of the artery. There were no problems during the preparation of the device. Contrast/imaging was not used to confirm balloon placement. After performing a doppler test and discovering that the patient's "limb was closed", the physician determined that she needed to reoperate on it urgently. The physician visually identified the presence of the polymer in the vessel. The doctor informed us that she retrieved the presence of the (peg) in the femoral artery via thromboendarterectomy (tea). The patient remains stable after this intervention. The mynx vcd was prepped according to the instructions for use (IFU). The physician was trained in the use of the mynx vcd. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was severe presence of pvd / calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. There were no multiple sheath exchanges. There was no procedural sheath greater than 7f that was used prior to introducing the mynx. The vessel was not less than 5mm. The device was discarded; however, a sterile device will be returned for evaluation. A non-sterile ¿mynx control vcd 6f/7f¿ was returned for investigation. Per the customer complaint, a sterile device would be returned for evaluation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received separated from the device with the stopcock opened. The sealant was found in its manufactured position fully covered by the sealant sleeves; no damages were observed to the sealant sleeves. The procedural sheath was not returned with the device. In addition, the balloon was observed fully deflated, and the inflation indicator was received not extended. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device. During the device failure investigation, the balloon was able to be fully inflated/deflated as intended with proper functioning of the inflation indicator per the mynx control instructions for use (IFU). In addition, the inflation indicator was able to fully extend. A simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found in its manufactured position fully covered by the sealant sleeves; no damages were observed on the sealant sleeves. The reported events of ¿pressure gauge-inflation indicator extension difficulty¿, ¿sealant-inaccurate placement-(intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis and neither were procedural films. Additionally, the events were not confirmed through analysis of the returned unused device as there were no anomalies noted during functional analysis of the pressure gauge and no anomalies noted during the simulated deployment of the unit. The exact cause of the issue experienced could not be determined. A vascular occlusion occurring after a peripheral vascular procedure is a known potential complication and is listed in the mynx control instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, it is difficult to determine what factors may have contributed to issue experienced by the customer. However, as the user reported that the balloon ¿deflates faster when it goes in contact with rigid materials¿ and this prevented proper peg placement, it is possible that prepping factors of the balloon or handling factors of the device may have contributed to issues experienced. Access site vessel characteristics also possibly contributed to vascular occlusion experienced, whether from an intravascular deployment of the sealant or progression of the diseased vessel. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the mynx control if) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of all air during the prep phase and/or excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. Additionally, it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery. Per the potential adverse events section, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ based on the information available for review and product analysis of the returned unused device, there is no indication that the reported events could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.